Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the circuit melted during set-up on a pt. The circuit was being used in the picu department on a pt that was on a high flow nasal cannula. It is reported that the wires were melted in two separate locations on the circuit. No pt injury reported.